Event description:
Patient was revised to address loosening of the tibia and femoral. Osteolysis discovered intraoperatively.

Manufacturer narrative:
The products were not returned for examination. Products information required to retrieve the device history records for review and search the complaint database was not provided. The investigation could not draw any conclusions about the reported device loosening without the products to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.